Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The tower ccc was returned for failure analysis due to reported errors 31089, 170, and 307. Investigation determined that these issues were not attributable to the tower ccc. Review of lighthouse logs demonstrated that the errors persisted even after replacing the tower ccc, indicating the problem was instead linked to the robot ccc (serial number (B)(6)). As a result, the reported failure was confirmed, but testing showed it could be replicated without involving the vsc ccc. During the lighthouse review, logs confirmed errors 31089, 170, and 307, verifying that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The fiber optic light levels on the ccc were inspected using localhost:8050, and all values were within expectations. Ten power cycles were performed, and the ccc was left in the golden system to idle for 4 hours with no issues found. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported events.

Event description:
It was reported that an operating room nurse contacted technical support to report a non-recoverable error occurring on the system. The nurse initially attempted a hard power cycle and swapped all blue fiber connections, but the unit continued to fault. The nurse then performed another hard power cycle and reseated the blue fiber cables, but there was no change in the system's status. It was observed that the blue fiber cable connected to the robot displayed a solid blue led, while the cable connected to the console did not. The site planned to consult with the biomedical team to check for a spare blue fiber cable. The customer reported event has no report of patient injury.

Manufacturer narrative:
The root cause is attributed to an electrical issue with ffc3 on the robot common compute controller (ccc). This issue may be resolved by fse service of the system to replace the robot ccc.

Event description:
Refer to h11 for follow-up information.